Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2021 with blood glucose of 530 mg/dl. The customer was treated with insulin drip. The customer did not experience any symptoms such as a result of high blood glucose. Customer stated auto mode was not active at the time of incident. The customer was in the emergency room, admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.